Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced six infusion sets tubing leakage at the site and had high blood glucose events which was treated by correction injection via multiple daily injection event on (B)(6) 2026.the infusion sets was used in for one to two day.